Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that in three infusion sets, the tubing came off the spindle when the patient was about to unwind it. Therefore, he could not insert it in his body. He was either cooking, working or was seated while it happened. The location of insertion was patient's abdomen for two infusion sets and one time, it was on the patient's arm. No further information available.